Event description:
It was reported that there were several system diagnostics performed during the surgery. Attempts for additional, relevant information have been unsuccessful to date.

Event description:
The patient had surgery on (B)(6) 2015 for the high impedance. During the surgery, the pin was reinserted, and the impedance was reported to have resolved with the existing lead and the model 103 implanted on (B)(6) 2015. It was reported that this was verified by performing diagnostics twice after pin insertion. However, the generator was reported to have shown eos pulse disabled message, as reported in MFR report #: 1644487-2015-05312. As a result, the generator was replaced (B)(6) 2015. After surgery, the high impedance was observed again by the follow-up physician on (B)(6) 2015 on the replacement model 105 generator. An intermittent lead break was suspected to have been causing the high impedance. It was reported that the caregiver reported catching the patient by the arm/chest are when was about to fall. It is unclear if this could have contributed to the issue. The patient later had lead replacement due to high impedance on (B)(6) 2015. The generator was not replaced. High lead impedance was observed pre-operatively. After lead replacement, the high impedance resolved. No visual anomalies were observed with the lead in the operating room. The explanted device has not been received to date.

Event description:
It was reported that the explanted devices are not being returned to the manufacturer per hospital policy. As a result, analysis is unable to be performed.

Manufacturer narrative:
(B)(4). Suspect device UDI, corrected data: the initial report inadvertently did not report this data.

Event description:
Additional information was received that the surgeon believed that the lead appeared fine during the (B)(6) 2015 surgery and therefore the lead was not replaced. During the surgery on (B)(6) 2015, diagnostics were performed with the patient's head tilted to the left, right and looking forward. All diagnostics showed high impedance.

Event description:
During generator replacement surgery, high impedance was observed on the new replacement generator when attached to the existing lead. However, pre-operative lead impedance on the explanted generator was within normal limits. The generator and lead were not replaced at that time. The patient later had generator replacement surgery on (B)(6) 2015. The lead was not replaced. Lead impedance was reported to be within normal limits after the generator was replaced. The explanted product has not been received by the manufacturer for analysis to date. Good faith attempts for additional, relevant information have been unsuccessful to date.